Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause was unknown. The deployment system for an 18g powerglide pro catheter was returned for investigation. The powerglide catheter had been removed from the needle and was not returned with the deployment system. The safety mechanism was engaged and locked over the needle tip. The guidewire push-off button was in the advanced position. A yellow colored residue was observed on the deployment system. No portion of the guidewire was extending from the needle. No portion of the guidewire was observed in the handle. The deployment system was disassembled and the guidewire was not found within the handle. Adhesive was found where the guidewire had been attached to the handle. The coupler exhibited evidence that the guidewire had been attached. It was reported that the guidewire would not retract after inserting the catheter into the vein block during a demonstration. The guidewire was reportedly lodged inside the purple hub. Since the guidewire and catheter were not returned for investigation, the cause of the complaint was not determined. A lot history review (lhr) of rebx2397 showed no other similar product complaint(s) from this lot number.

Event description:
The tm reported that during demonstration of the powerglide the guidewire would not retract after inserting the catheter into the vein block. It was stated the guidewire was lodged inside the purple hub (completely removed from the housing).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and was determined to be manufacturing related. The deployment system for an 18g powerglide pro catheter was returned for investigation. The powerglide catheter had been removed from the needle and was not returned with the deployment system. The safety mechanism was engaged and locked over the needle tip. The guidewire push-off button was in the advanced position. A yellow colored residue was observed on the deployment system. No portion of the guidewire was extending from the needle. No portion of the guidewire was observed in the handle. The deployment system was disassembled and the guidewire was not found within the handle. Adhesive was found where the guidewire had been attached to the handle. The coupler exhibited evidence that the guidewire had been attached. It was reported that the guidewire would not retract after inserting the catheter into the vein block during a demonstration. The guidewire was reportedly lodged inside the purple hub. The catheter handle was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint due to ¿guidewire was lodged inside the purple hub¿ was confirmed. According with visual evaluation that showed that the guidewire was misassembled. The cause of this complaint is manufacturing related. A lot history review (lhr) of rebx2397 showed no other similar product complaint(s) from this lot number.

Event description:
The tm reported that during demonstration of the powerglide the guidewire would not retract after inserting the catheter into the vein block. It was stated the guidewire was lodged inside the purple hub (completely removed from the housing).